Event description:
During a laparoscopic bilateral tubal occlusion procedure, the surgeon attempted to use the fallopian ring band applicator and noticed that it was not working. The fallopian tubes had to be burned with another device, instead. The fallopian tube bender was repaired and returned to service. This procedure was an outpatient procedure and the patient did not require hospitalization. The patient was discharged from the facility following the procedure. There was no patient harm. The device was sent to an external repair company who cleaned and reset the tip of the device, as it was "a little bit off".

Manufacturer narrative:
The device has not been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.